Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06673 and 2017865-2019-06675. It was reported that the patient was admitted on (B)(6) 2019 experiencing shortness of breath and cough. Upon a chest x-ray, small left pleural effusion was observed. Chest tube was removed after two days with small residual pneumothorax. Chest x-ray was performed on (B)(6) 2019 and no pneumothorax was observed. The patient was stable.